Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the physician didn't implant the subject ICD involved in this MDR report because of the absence of the silicone cover over the is-1 connection block; in addition, poor measurements were observed with the ICD while lead measurements were satisfactory with the psa. The device was returned for analysis.